Event description:
It was reported, the patient is experiencing stimulation in her abdomen and not her legs. Reprogramming did not provide resolution. The physician recommended taking surgical intervention to address the issue. The patient was referred to a neurosurgeon.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.